Manufacturer narrative:
Non-health care professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor's reader was periodically getting very hot. It was warm most of the time, but much hotter at other times, almost too hot to pick up.it was explained that the reader is expected not to be too hot to touch. The reader is expected to be replaced. The remote monitor remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.